Event description:
"Status post right breast ca for invasive lobular with left biopsy negative. Pt was stage I and currently 'no evidence of disease' with o/24 ax ln's." Had immediate submuscular 400cc h/s expander. This was replaced with an unknown type implant (no records). Pt reports it has always been firm. No trauma or decrease in size. Reports some discomfort. Major problems include systemic complaints, including arthralgias (positive am stiffness), myalgias, dysesthesias/paresthesias, chronic fatigue, sleep disturbance, hot flashes/sweats, right tmjd, visual disturbance, memory problems, dry mucus membranes, rashes, sensitivity to chemicals, increased cholesterol, weight gain and bloating.